Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff leaked. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 15-jul-2024. H6. Investigation codes: updated. Investigation summary: one unused sample was returned in its original packaging in a plastic bag. No visual defects were identified in the returned samples. The sample was inflated with the use of a syringe and submerged under water to detect any problem in the inflation system, the sample works as expected. According to the investigation the failure mode of ¿a0125 - cuff deflation / leakage¿ was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.